Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to fluid overload and congestive heart failure. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was sent to the hospital by the on-call pdrn on (B)(6) 2022, after noting blood-tinged peritoneal effluent fluid. Upon arriving to the emergency room, the patient was notably short of breath (dyspnea) and radiological studies diagnosed the patient with fluid overload and congestive heart failure (chronic diastolic). The radiological studies however did not identify the cause of the bloody effluent (negative cell count/cultures); therefore, the decision was made to remove the patient¿s pd catheter (not a fresenius product) and surgically place a hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hemodialysis (hd) to enable rapid ultrafiltration and is recovering from the serious adverse events. The patient remains hospitalized and will be permanently transitioning to in-center hd for rrt following discharge. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn attributed the serious adverse events to the patient¿s declining health, showing signs of dementia (e.g., confusion, forgetfulness), and improper selection of higher dextrose dialysate.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of fluid overload (characterized by dyspnea), blood-tinged peritoneal effluent fluid, and congestive heart failure, which warranted hospitalization and transition to hd. Per the pdrn, there is no deficiency or malfunction of a fresenius device(s) and/or product(s) to report. The pdrn attributed causality to the patient¿s declining health, showing signs of dementia (e.g., confusion, forgetfulness), and improper selection of higher dextrose dialysate. Congestive heart failure is the most prevalent cardiovascular complication in esrd patients. The incidence of chf in the esrd community as compared to the non-esrd population, is estimated as being up to 3-fold higher. Additionally fluid overload is a common and often preventable process. Patient related factors, changes in cardiovascular health and non-compliance, are significant contributing factors. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused and/or contributed to the serious adverse events experienced by the patient.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to fluid overload and congestive heart failure. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was sent to the hospital by the on-call pdrn on (B)(6) 2022, after noting blood-tinged peritoneal effluent fluid. Upon arriving to the emergency room, the patient was notably short of breath (dyspnea) and radiological studies diagnosed the patient with fluid overload and congestive heart failure (chronic diastolic). The radiological studies however did not identify the cause of the bloody effluent (negative cell count/cultures); therefore, the decision was made to remove the patient¿s pd catheter (not a fresenius product) and surgically place a hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hemodialysis (hd) to enable rapid ultrafiltration and is recovering from the serious adverse events. The patient remains hospitalized and will be permanently transitioning to in-center hd for rrt following discharge. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn attributed the serious adverse events to the patient¿s declining health, showing signs of dementia (e.g., confusion, forgetfulness), and improper selection of higher dextrose dialysate.